Event description:
Procedure: lap. Total gastrectomy. According to the reporter: the tube was disengaged from the anvil while the orvil was pulled from the abdominal cavity. The anvil head was removed through the mouth with an endoscope. New orvil was opened and it could be inserted without problem. After that, the surgeon erroneously attempted to connect the eea stapler to the anvil which should be connected to the eeaxl stapler. Since the anvil could not be connected to the eea stapler, the surgeon converted the procedure into open. Operating time extended: more than 30 minutes.

Manufacturer narrative:
(B)(4).